Manufacturer narrative:
(B)(4). No samples (actual or unused) were received for evaluation. Received customer pictures. No batch# was provided for the 3rd incident. We have no further complaints on the reported material/batch. We have no further inventory of the reported material/batch. We forwarded the complaint and pictures to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documentation of the reported material/batch shows no indications of deviations during the entire manufacturing process. No abnormalities were observed during in-process control. The complaint cannot be determined.

Event description:
Customer states they have had several instances of needles disconnecting in patients' arms. "As I inserted the tube into the hub, the needle disconnected from the hub's threading and went deeper into the patient's arm."